Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A new cartridge was loaded resolving the occlusion. Blood glucose level was 321 mg/dl.